Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that" the hcp failed to fire the skin stapler during use on patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "detached - staple feed assembly" was confirmed based on the returned sample. The stapler was returned with the bottom detached from the cover block. It appears that the bottom was not properly welded onto the cover block, which caused the staples, rail, and pusher to fall out of the stapler. A device history record review was performed, and no relevant findings were identified. Corrective actions were established as a part of the non-conformance, which was closed on may 17, 2024. The returned sample was manufactured prior to these corrective actions on august 15, 2023. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that" the hcp failed to fire the skin stapler during use on patient". No patient harm or injury. The patient status is reported as "fine".